Event description:
It was reported that the device¿s claw would not close. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed a damaged plunger. The event history log confirmed a check plunger sensor error occurred. Functional testing was able to replicate the reported issue; the pump¿s plunger was unable to operate and there was some malfunction of the plunger¿s claw. It was further discovered a battery problem that was not detected by the interconnect board. The root cause was determined to be a malfunctioning plunger and battery. The plunger and battery were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.